Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported the tubing detached at the quick release. The patient observed insulin out of tubing about 24 hours after changing the set. This issue occurred with 3 sets. No further information available.